Manufacturer narrative:
A service report completed 07/11/2019 and dated 07/15/2019 by a dmta district service manger indicated that the device braking and power drive systems were functioning as intended. In addition, the system damages found from the fall were not consistent with the description of the occurrence. The review and attempted replication of the customer specified occurrence with a same model unit in house could not be reproduced. In addition, the switch of the power drive unit prevents movement unless depressed. The power drive manufacturer was consulted where it was confirmed that no "stuck switch" was ever reported to them with hundreds of power drive units currently out in the field. No fault was found with the device as manufactured. Device braking and power drive functions were found to be functioning within dornier specifications.

Event description:
Lithotripter fell off transport truck at facility dock.